Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.

Event description:
It was reported that the physician successfully performed one pass with the retrieval device to treat a left m1 middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Angioplasty and intra- arterial infusion of 240,000 units of urokinase were used during the procedure. A subarachnoid hemorrhage (sah) was confirmed during the procedure. The next day the patient's condition worsened due to the sah rapidly expanded and two days post procedure, the patient died. The physician stated that the sah was related to the procedure; however, the causal relationship between the retriever device and the sah is unknown since multiple devices were used during the procedure.